Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance anomaly. This lead was returned. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection of the lead body noticed insulation damage. Insulation damage characteristics are consistent with lead-on-lead abrasion. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection of the lead body noticed insulation damage. Insulation damage characteristics are consistent with lead-on-lead abrasion. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this lead will return. No additional adverse patient effects were reported.